Event description:
The manufacturer received information alleging a patient's blood oxygen saturation level decreased while on a ventilator. There was no permanent harm or injury. The device was tested at the reporting facility. The ventilator passed all testing and was placed back into use. The event appears to have been caused by the patient condition.